Event description:
Implant take out due to osteoporotic bone.

Manufacturer narrative:
The contribution of the devices to experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's osteoporotic bone, which prohibited proper fixation of the femoral stem.